Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Visual examination of the provided photo identified the impactor pad is fractured. However, as product was not returned further analysis could not be performed. Lot identification is necessary for review of device history records, lot identification was not provided. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). G2: foreign: australia. H3: customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that while the surgeon was using the instrument to impact the implant, the black plastic tip fractured into multiple pieces. All fragments were retrieved and there was no harm to the patient reported. Additional attempts have been made to obtain addition informaiton, but no response has been received at this time.